Event description:
An endurant bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was not reported. Vessel morphology was as there was a 90 degree anterior angulation in the aortic neck, the aortic neck was 25 mm in diameter at the renal arteries and 15 mm below was 30 mm in diameter. It was reported that the stent grafts were implanted without issues, however; the following day the physician performed an ultra sound and there was a slight type I endoleak. The pt was not treated for the type I endoleak but will be monitored. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (90 degree aortic neck), (use of the device in a severly angulated aortic neck). Conclusion: (90 degree aortic neck), (use of the device in a severly angulated aortic neck).